Event description:
It was reported that, "when instrument was pulled from tray, it was loose and came apart in two pieces".

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.